Event description:
It was reported that there was high impedance and elevated threshold. The device was reprogrammed and lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).